Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient¿s daughter reported she was not getting any readings on her follow app. She mentioned on (B)(6) 2024, the patient was brought to the emergency room because he fell due to hypoglycemia and the cgm was inaccurate. There were not cgm or bg values provided. The patient was sweaty and incoherent and was not paying attention to his primary cgm display device at that time. The patient fell getting out of bed resulting in broken fingers. The reporter¿s nephew found the patient and provided tylenol and a blanket. The patient was transported to the ER and given oral antibiotics, cephalexin 500mg for the finger injury. The length of stay was not specified nor clarified. The patient's daughter said that the sensor was not calibrated properly and the readings were off. The patient was stable at the time of the report 2 days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2012 post traumatic wound infection. Diabetes mellitus is a known cause of hypoglycemia.